Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up #2 - device evaluation: the cartridge has been returned and evaluated by product analysis on 07/07/2015 with the following findings: four cartridges were returned; one open, and three unopened. All returned cartridges were evaluated. A visual inspection of the cartridges was performed. No damage or defects were noted. A leak test and fill test was performed with no failures observed; there were no air bubbles or leaks observed and the cartridges cycled normally during testing. Additionally, a retain cartridge sample from the same lot was investigated and no failures were found with the retain cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. Reportedly, the user had noted leaking from the body of the cartridge with more than five cartridges. The reporter noted that there was moisture in the cartridge compartment but stated that there had not been any change to insulin delivery due to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.